Event description:
It was stated that, "in-situ benders for solstice broke mid case. It did not affect the patient. Also, he mentioned the rod rocker was too stiff. It wouldn't open and close easily and felt it was too rigid. That was the only feedback he gave."

Manufacturer narrative:
Based on the limited description of the reported event, it is hypothesized that an applied force on the distal end during rod bending exceeded the mechanical properties of the instrument and caused it to fracture. The distal end has the smallest cross-sectional area to distribute an applied load and may have been slowly fatigued over repeated uses. Based on the returned device visual examination of the fracture surface indicates an appart crack origin at the inside edge of the cross section. The fracture morphology suggests a region of progressive crack propagation followed by a final overload region. The observed fracture morphology suggests a region of progressive crack propagation under cyclic bending. Fatigue failure confirmation would require higher-magnification fractographic examination to identify fatigue striations or other definitive microscopic features.